Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/23/2013 with the following findings: multiple reboots were observed in the black box for the dates (B)(6) 2013. There was no observed damage or moisture contamination in the battery compartment. Battery cap is able to fully tighten and was within specifications. A power loss was not observed during a 24 hour test. When the pump was opened there was evidence of moisture contamination found. The original complaint of ¿intermittent power¿ was not duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that their pump was intermittently powering off and restarting. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.